Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Two treatments were performed in a moderately tortuous, 90% stenosed, highly calcified lesion in the left anterior descending artery using a diamondback 360 orbital atherectomy device (oad) on low speed. Intravascular ultrasound imaging was reviewed and a treatment on high speed was performed. The physician noticed an issue and removed the oad and viperwire advance guide wire. Upon removal, the physician observed the tip of the guide wire had fractured and became lodged in the tip of the oad. The guide wire fragment was removed with the oad with no impact to the patient. The procedure was completed with balloon angioplasty and stent placement.

Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi for analysis with the guide wire not engaged. Visual examination confirmed a fracture near the proximal solder bond. The spring tip was not received for analysis. Scanning electron microscopic analysis identified evidence of torsion on the core wire fracture face. The root cause of the fracture is confirmed to be consistent with the oad being advanced too close to the tip of the wire causing the tip to separate. To prevent this situation from occurring, the diamondback 360® coronary orbital atherectomy system IFU states, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.csi ID: (B)(4).